Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connections were cleaned and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce an x-ray during a procedure. No pt injury was reported.